Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an emotional distress and a product problem. It was also reported that the plaintiff experienced overactive bladder and incontinence. Furthermore, it was also reported that the plaintiff died. The cause of death was reported as paralysis agitans.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer-filed report.